Event description:
Customer's mother called to report that the customer's sensor cannula detached when customer was pulling the sensor out of her body and the cannula stayed in the body. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used sensor, performed a visual inspection and sensor passed no anomalies was bound during testing.

Manufacturer narrative:
Inspected one opened and used sensor. Performed visual inspection and electrode. Sensor passed per inspection. No anomaly during test.